Manufacturer narrative:
Date of event is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that recently patient's urination had been slow to start and doesn't start for a long period of time. Patient was wondering if they should increase amplitude. Pt indicated his amplitude is at 0.8 on program 1. It was reviewed with patient that they could try increasing amplitude to a comfortable point and just monitor symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the urination slow to start seemed to parallel consequences of previous attempts to seek relief. The patient stated that they had been diagnosed with interstitial cystitis by their urologist who has taken a gradual approach to treatment. They further noted that each treatment, starting with baclofen, initially was effective, only to lessen as time passed. The came botox treatments which was effective at first then less so. The patient stated that they began using more and more catheters (over 3000/year). The implanted device was implanted in (B)(6) 2017 and was slow starting as expected and was never fully effective as the patient still had to use catheters at night. On (B)(6) the physician cauterized the ¿hunner¿s ulcers¿ which resulted in a ¿spectacular removal of pain¿ and, soon after, there was no need to use catheters. They noted that prior to that, the patient experimented with other programs (2 and 4) to little avail then returned to program 1 at level 0.7. The patient reported that, 6 weeks ago, the familiar pattern of slow starts and discomfort returned. With the manufacturer¿s recommendation, the patient moved to program 1 at level 0.8. There had been no perceptible change. The patient stated that they were ¿spoiled¿ after the cauterizing event where they could ¿void like a man in his 40¿s¿. They noted they were able to travel to france in feb. And had only used 7 catheters since december and that ¿maybe my case is too atypical¿. There were no further complications reported or anticipated.